Event description:
The lead subsequently tested out of specifications during the manufacturer's analysis. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk reviewed noted lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2011. Ventricular short interval count (v-sic) equal to 52.4 counts avg/day, in 106.04 days, between (B)(6) 2011.